Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of external catheter kinking was unconfirmed because the problem could not be reproduced. The product returned for evaluation was a 4fr d/l powerpicc solo catheter. The catheter appeared untrimmed and free of residual material. The sample appeared unremarkable to gross visual and microscopic examination. Tactile evaluation of the sample was unremarkable. No preferential kinking was seen along the length of the catheter when it was coiled back on itself. The catheter was patent to infusion and no leaks were detected in the returned sample. The catheter shaft tubing at the distal end of the catheter was measured and compared against the technical drawing. The wall thickness, septum thickness and od were found within specification. The extension legs were cut and measured and compared against the technical drawing. The ID and od of the tubing met the device specifications. As per the IFU, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort¿ and ¿when dressing a PICC do not create bends or curves in the catheter shaft that are less than 2 cm in diameter.¿ the IFU also contains illustrated drawings of possible catheter stabilization and dressing. As the returned sample did not show preferential kinking along the tubing and all measured dimensions were within specification, the complaint could not be confirmed at this time. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that a 4f dl provena solo catheter kinked externally, resulting partial catheter occlusion to complete occlusion resulting in catheter exchange.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4549 showed seven other similar product complaint(s) from this lot number. The complaints for this lot number (redx4549) have been reported from the same facility.

Event description:
It was reported that a 4f dl provena solo catheter kinked externally, resulting partial catheter occlusion to complete occlusion resulting in catheter exchange.